Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6), 2015 with blood glucose of 1200 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer had symptoms of vomiting, weak legs, and feeling sick. Customer was in the intensive care unit for two days until blood glucose was regulated. Customer was wearing insulin pump at the time of hospitalization. Customer called to request infusion sets and customer only had one left.